Event description:
It was reported by the patient that the right ventricular (rv) lead was not in all the way so is not working all the time. The patient noted that the physician had told the patient that the patient did not really need the lead much. Follow up was attempted but no additional information was available. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator, (B)(6) 2011. (B)(4).